Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of stroke, constipation, and peritonitis with culture positive for e. Coli in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient experienced constipation. On (B)(6) 2010, the patient was hospitalized for a stroke (onset date not reported). On (B)(6) 2010, while hospitalized, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was given a loading dose of vancomycin 1gm ip and began treatment with fortum 500mg ip two times daily. On (B)(6) 2010, the patient completed taking fortum and began treatment with dianeal pd2 ultrabag. On (B)(6) 2010 the patient began treatment with meropenum 500mg ip once daily. On (B)(6) 2010, the patient completed taking meropenum. On (B)(6) 2010, the patient began treatment with fluconazole 100ml IV once daily. On (B)(6) 2010, the patient completed his treatment with flucanozole. The root cause of the peritonitis was constipation. At the time of reporting, the outcome for the event of peritonitis was not reported, and the patient remained hospitalized. An outcome was not provided for the events of stroke and constipation. On (B)(6) 2010, the patient's peritoneal dialysis catheter was removed and dianeal therapy was discontinued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the events of stroke and constipation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.